Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. It was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Device had minor scratched display window, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he experienced diabetic ketoacidosis. Customer had high blood glucose of 400 mg/dl and vomiting. The stated that the insulin pump alarmed button error and alarm could not be cleared. He stated that he was moving boxes and possibly the buttons were pressed. Customer did not know his blood glucose value at the time of the alarm but he tested later and found it was high. Customer treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.